Manufacturer narrative:
No data analysis was performed since inratio and reference tests were done more than three hours apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy criteria. (B)(4). Due to this low occurrence rate, below the total action threshold of (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. (B)(4). The allowable differences between the inratio inr's and sysmex inr's were calculated. At least two out three replicates for both samples tested on strip lot #247451 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab during training. Results as follows: date: (B)(6) 2011, inratio2: 2.2, lab: 3.4. Patient's therapeutic range: 2.0-2.5 inr. On (B)(6) 2011, patient noticed blood in the stool and went to the emergency room in the afternoon. Patient had a 7.7 hemoglobin level in the hospital. Endoscopy detected bleeding and patient was given heparin for a few days instead of warfarin. As of (B)(6) 2011, patient is back on warfarin. He is not bleeding or anemic anymore.